Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/29/2018 with the following findings: during investigation, the pump was powered up to a dim and pink display. The battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on 06/29/2018.